Event description:
It was reported that a patient underwent a tram fat procedure on (B)(6) 2012 and suture was used. When the surgeon pulled the needle out from the tissue layer in the axilla area, the needle tip was separated. The broken needle tip was found and removed from the patient. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a needle that broke at the point was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for strength and ductility and it met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.